Event description:
It was reported that the gastrointestinal videoscope exhibited an image with snowflakes during inspection for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.